Manufacturer narrative:
Ascent resterilized the complaint device through our open-but-unused process. Ascent obtained four sample devices from ascent's inventory for comparison to the complaint device. The label shows that the manufacturer of the device uses ethylene oxide to sterilize their devices. This is the same method of sterilization used in ascent's open/unused process. The manufacturer uses tyvek/mylar pouches which is the same/similar material to the pouches ascent uses. It was determined that none of ascent's cleaning agents would affect the catheter. The returned device was examined to determine how it broke. The hub was examined and a four centimeter portion of the catheter remained inside the hub. The remaining polyethylene catheter piece appears to be torn from the remainder of the catheter. The four devices taken from ascent's inventory were then used to attempt to recreate the reported complaint. The sample devices all broke during simulation when the hub was completely tightened on the device and a tensile force was applied. The original equipment manufacturer's instructions for use state, "due to the catheter construction, the use of a wire guide is recommended during advancement. If resistance is encountered during manipulation, stop and determine the cause before proceeding any further." The complaint facility did state that the patient expired during the procedure due to their critical condition and admittance to the ER and not as a result of the catheter breaking off in the patient. There was no patient injury or secondary procedure reported in this complaint, however if this were to happen again there is the possibility that a secondary procedure would be needed to remove the tip of the catheter from the patient. This is the first reported complaint ascent has received for this complaint issue.

Event description:
It was reported that the tip of an angiographic catheter broke off inside a patient during a procedure.